Event description:
New information indicates that the right atrial lead was not dislodged.

Event description:
Related manufacturer reference number: 2017865-2021-40404. It was reported that the right atrial (ra) lead exhibited high capture threshold and dislodgement, and the right ventricular (rv) lead exhibited a failure to capture. The ra lead was capped and replaced on (B)(6) 2021.the patient was stable.